Event description:
A user facility clinic manager (cm) reported the transducers that are attached to the lines that came in the package do not fit properly to the machine connection. Also, some transducers were cracked and causes air in the dialysis line if not replaced. Staffs are constantly replacing transducers majority of the time. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.